Event description:
It was reported that a balloon rupture occurred. A 5.00 mm x 8 mm nc emerge balloon catheter was advanced for dilatation. During the initial inflation at 12 atmospheres, the balloon ruptured. The procedure was completed using another of same device. No complications were reported, and the patient remained stable throughout.

Manufacturer narrative:
B3 date of event: used the first date of the month of the aware date as no event date was provided. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.